Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. (B)(6). Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results: the cre fixed wire dilatation balloon device was not returned; however, a media analysis was performed based on the photo provided by the complainant that shows the balloon's distal end is extending from the endoscope. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event balloon failure to deflate could not be confirmed. According to the media analysis performed, it was found that the balloon's distal end is extending from the endoscope; however, the most probable cause of the reported the reported event cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device, and the available information in the complaint did not determine a more specific complaint cause. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During withdrawal, the balloon does not deflate enough to pass back through the scope to come out. The physician removed the scope and then the balloon was cut at the tip of the scope to remove the balloon. A photo of the complaint device with the scope was provided where it can be observed that the tip of the balloon catheter was mechanically cut. The procedure was reported to have been prolonged due to this event and was able to be completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by (B)(6). Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During withdrawal, the balloon does not deflate enough to pass back through the scope to come out. The physician removed the scope and then the balloon was cut at the tip of the scope to remove the balloon. A photo of the complaint device with the scope was provided where it can be observed that the tip of the balloon catheter was mechanically cut. The procedure was reported to have been prolonged due to this event and was able to be completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.